Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, as lens was not implanted. Section d6b - explant date: not applicable, as lens was not implanted. Section e1 - telephone number: (B)(6). Section h3 - the intraocular lens (iol) was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was defective. Through follow ups, we learned that the lens had a defect on the optic. There was no patient contact with the device. The material was discarded. The surgery was completed successfully with a replacement iol. No further details were provided.